Event description:
Needle sitting quite crooked in the hub and the cap was quite difficult to remove/recap. This resulted in having to use more force to recap the needle and because of the needle being crooked it actually hit the side of the cap and pierced right through the cap resulting in staff pricking a finger (prior to patient admin).